Event description:
The report from hospital say, event onset date: (B)(6) 2022; expected disease treatment or function: breathing and support. Main manifestations of the event: excessive tidal volume of the ventilator. Cause analysis of the event: dirty expiratory valve led to failure of flow monitoring. Preliminary treatment of the event: take out the expiratory valve, clean the diaphragm, and re-calibrate the flow. Hamilton-g5 made in jan. 25, 2018.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause was determined to be improper maintenance, the user failed to clean the expiratory valve membrane. In consequence (correction) the expiratory valve membrane was cleaned, and the hospital has been reminded that the expiratory valve (including the expiratory valve cover and valve diaphragm) should be cleaned and disinfected regularly. There was no patient or user harm reported.